Manufacturer narrative:
Concomitant products: product ID 37712, serial # (B)(4), implanted: (B)(6) 2010, product type implantable neurostimulator; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 3777-60, serial # (B)(4), implanted: (B)(6) 2010, product type lead; product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752, serial # (B)(4), product type recharger; product ID 3777-60, serial # (B)(4), product type lead. (B)(4).

Event description:
Additional information received reported the patient¿s strokes, bell¿s palsy and hypertension were not related to their scs devices.

Event description:
It was reported that the patient had been in the intensive care unit for 14 days about four months prior to the report due to a possible stroke. The patient had hypertension and bell¿s palsy. The patient was also admitted about two months prior to the report of the event. It was noted that the patient had been hospitalized about four times in the past four months with various times of admission. No further outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. Please see manufacturer report # 3004209178-2015-03569 for report of the same event for the patient¿s other implantable neurostimulator.